Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.

Event description:
It was reported that a physician in training used a starclose device in the right carotid femoral artery during a interventional procedure. The right groin access site looked fine. The physician did not feel pulses. The patient had decreased flow and an ultrasound was done. Plaque was noticed in the right internal artery. A vascular surgeon was consulted and the patient went to surgery in 2007, for a balloon angioplasty to remove the plaque. The vascular surgeon felt that the vessel closure wings got caught on plaque and knocked it loose. The patient is doing fine. No additional information available.